Event description:
Elpac power supply for kci vac ulta model (elpac model mwa065015a) caught fire at the interface of the cord to transformer while in use on a patient. Kci vac ulta applied (B)(6) 2016 the device that caught fire was removed from service on (B)(6) 2016 right after extinguishing the flames; another device was applied with no issues after that point. Dates of use: (B)(6) 2016. Event abated after use stopped or dose reduced: yes. Kci vac ulta applied (B)(6) 2016 the device that caught fire was removed from service on (B)(6) 2016 right after extinguishing the flames; another device was applied with no issues after that point.